Manufacturer narrative:
The complaint was unable to be confirmed as thereis no customer contact information provided, no pictures available, and no device to be returned. Root cause is undetermined. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The information was received through medwatch report mw5156005 - "the reported event was that after a da vinci-assisted surgical procedure, the bovie monopolar handheld cautery pen activated and burned or melted a hole in the surgeon's sterile gown while placing the ports. There was no report of any injury related to the event." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).